Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beep tones. Upon interrogation, a code 1005 was displayed on the programmer, indicating an open circuit condition on the associated right ventricular (rv) lead. Technical services reviewed the available data and found that on (B)(6) the device delivered a 41 joule shock to treat an arrhythmia and the code 1005 was recorded. The shock impedance was high, out-of-range at greater than 125 ohms. The shock impedance trends showed the values were at times greater than 130 ohms. Technical services discussed troubleshooting to test the lead's integrity and performing x-rays to evaluate the lead body for damage. The recommendations were provided to the physician, who planned to replace the device and the lead. No adverse patient effects were reported. The ICD system remains implanted and in service pending the replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting beep tones. Upon interrogation, a code 1005 was displayed on the programmer, indicating an open circuit condition on the associated right ventricular (rv) lead. Technical services reviewed the available data and found that on february 29 the device delivered a 41 joule shock to treat an arrhythmia and the code 1005 was recorded. The shock impedance was high, out-of-range at greater than 125 ohms. The shock impedance trends showed the values were at times greater than 130 ohms. Technical services discussed troubleshooting to test the lead's integrity and performing x-rays to evaluate the lead body for damage. The recommendations were provided to the physician, who planned to replace the device and the lead. No adverse patient effects were reported. The ICD system remains implanted and in service pending the replacement procedure. Additional information was received. The following month, the rv lead was surgically abandoned and replaced, and the ICD was explanted and replaced. No additional adverse patient effects were reported. The explanted ICD was not expected to be returned.